Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit shut down when plugged out of mains. The machine was replugged and swapped out for transport. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse checked the unit by phone with the local biomed tech and the batteries are out of order. The next batteries change in (B)(6) 2023. According to the local biomed, they did not replace any part and the unit has been returned to clinical use. H3 other text : not returned to manufacturer.

Event description:
N/a.